Manufacturer narrative:
Kadosaka, takehide, et al. (2024). Normalization of increasing shocking coil impedance with full output synchronized shock. Journal of cardiovascular electrophysiology manuscript ID jce-24-0337.

Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) to review a journal article. In the article, the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Chest radiography showed no macroscopic appearances of a lead insulation breaches. After a delivered shock, the impedance measured 65 ohms and remained there for five years. Ts and the hcp discussed it was likely the single out-of-range impedance measurement was the result of electromagnetic interference (emi). The rv lead remains in service. No adverse patient effects were reported.